Event description:
As reported by navilyst medical's distributor in japan, a hole was noted in the tyvek portion of the packaging of a sterile convenience kit. This issue was observed at the warehouse of the distributor. The kit was not used on a pt, but was discarded. A photograph of the pouch was forwarded to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot of any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(4) 2013 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "pouch torn/holes." No adverse trends were identified. Based on the photograph provided by the complaint reporter, the event is confirmed for a hole in the pouch. The most likely root cause for this incident is handling after the package left the navilyst medical facility. The pouches are 100% inspected during the sealing process per the specifications noted in the packaging procedure. This is an obvious defect that would have been detected during the visual inspection. No correction is required since the likely root cause has been attributed to handling after leaving the navilyst medical facility and has been deemed an isolated incident. In lieu of retraining and to heighten the awareness of the reported event, the packaging département was been notified of this complaint. The reported distributor has recently approved a revision for the pouch size of the reported kit to be changed from a 9x12 pouch. The approved change also included a larger inner box. The inner box quality will remain the same. The reported packaging lot (4678146) was the last lot to be packaged in the 9x12 pouch.